Manufacturer narrative:
Section d9 was updated. The customer's meter and two vials of test strips with a lot number of 671213 and expiration date 30-sep-2025, were received for investigation on 20-jun-2025. The customer confirmed there was blood contamination around the meter's strip port. The visual examination of the returned meter confirmed contamination around the strip port both internally and externally as a result of user mishandling. Due to the contamination, the customer's returned meter could not be tested further with the customer's returned test strips. The visual examination of the returned strips showed that the strip vials, desiccants, and vial caps were acceptable in appearance. The testing with the returned strips was performed using glycolyzed blood, and the results were all acceptable. No strip defects were observed. The investigation did not identify a product problem.

Manufacturer narrative:
The accu-chek inform ii meter serial number was (B)(6). Qc was performed on the day of the event, and it was acceptable. The customer's material was requested for investigation. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation is ongoing.

Event description:
The reporter complained of discrepant glucose results for 1 patient tested on an accu-chek inform ii meter. At 8:30 am, the meter result was 21.7 mmol/l while at 8:31 am, the meter result was 8.6 mmol/l. The reporter believed that the blood was taken via a capillary. The reporter also reported an error 11507 and that there was blood near and around the test strip port.